Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an left ventricular (lv) lead warning was triggered due to a high, undefined impedance measurement on the lv1 to lv2 vector. The lv lead remains in use. No patient complications have been reported as a result of this event.